Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus (emboli) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of thrombosis could not be determined. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus in the right atrium. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). 1 clip was implanted, reducing mr to grade 2. Post-procedure it was observed that the transseptal puncture was above the fossa in the thick part of the atrial septum. A blood clot was noted in the right atrium on the implantable cardioverter-defibrillator (ICD). The anesthesiologist confirmed that the activated clotting time (act), during the procedure, was kept over 250 and the echo cardiologist confirmed there was no clot noted during the procedure. It was unknown if the mitraclip procedure caused or contributed to the clot. The patient was placed on a continuous heparin drip. On (B)(6) 2018, a transthoracic echocardiogram noted that the clot was barely visible. The patient remained stable without any adverse sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the previous medwatch report, the additional information was received:the (B)(6) 2018 thrombus required prolonged hospitalization.